Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 16331371.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the leads. Reprogramming was attempted, however the issue did not resolve. The patient underwent a revision procedure where both leads were replaced. Post operatively the patient was doing well. The leads will not be returned to boston scientific as they were disposed of by the medical facility.